Event description:
Encountered patient in the hall way who was a past participant of outpatient diabetic (B)(6) class. The patient reported that on (B)(6) 2015, her glucometer gave her a reading of 590 mg/dl. She was having gi issues and possibly thought that it could be associated with high blood sugar result. She then proceeded to go to her local ER because she was concerned. In the ER they verified that her glucometer was not accurate and she got a result of 117 mg/dl. She stated she got scared and became anxious due to this high reading and she spent 5 hours in the ER. Diagnosis or reason for use: blood glucose monitoring.